Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had corrosion on the contacts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to immersion during cleaning. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the battery casing device was not working. It was further reported that another battery casing device was tested with the set-up and battery device; and the handpiece device worked properly. There were no delays in the surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.